Event description:
The complainant alleged that during routine testing by a biomed the device would not deliver any pacer output. The complainant indicated that there was no pt involvement with this reported malfunction.